Event description:
(B)(4): while inspecting a returned light head for a separate issue, it was reported that there was allegedly paint peeling form the cardanic arm of a surgical light. There was no report of paint falling from the light head during a procedure. There was no reported pt involvement and no adverse consequences reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The actual device was returned to stryker communications and evaluated on april 14, 2012 for another, separate issue. While inspecting the light head, it was noticed that paint on the cardanic arm was flaking. Evaluation summary - from the evaluation of the component and from previous investigation of similar reports, it would appear that the triggering event may be corrosion forming under the paint layer or the arm being impacted by other devices resulting in the pt flaking off of the component. In this instance there was no reported pt involvement and no report of any pt flaking off during a surgical procedure. The flaking paint was not reported by the customer, but was noticed upon inspection of the returned light head. This is not a single use device.